Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. It was reported the access site was in the superficial femoral artery (sfa) because the femoral artery bifurcation was high. Deployment of the device in the sfa is not consistent with the instructions for use (IFU). The IFU states under the warnings section not to use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral artery. In addition, the IFU under special patient population that the safety and effectiveness of the proglide device has not been established in patients with access sites in the profunda femoris, superficial femoral arteries, or the bifurcation of the vessel.

Event description:
It was reported that prior to placement of a temporary cardiac assist device, pre-close placement of the sutures was achieved in the right common femoral artery using perclose proglide devices. Reportedly, the sutures from two proglide devices were sequentially deployed in the 6-french sized access site and set to the side. The access site was dilated to 14-french to match the outer diameter of the delivery catheter. After placement of a cardiac assist device, the knots from the two proglide devices were sequentially advanced and tightened, but bleeding continued. The sutures were removed and manual arterial compression and a non-abbott mechanical compression device were applied in an attempt to achieve hemostasis, but bleeding continued. Protamine was administered to reverse the anticoagulant effects of heparin. Another femoral angiogram was performed that revealed the access site was in the superficial femoral artery because the femoral artery bifurcation was high. The vessel was surgically sutured to achieve hemostasis. The patient was discharged to home the next day as planned. There were no reported adverse patient sequelae. A significant clinical delay in the procedure was reported. The physician was reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The device was reportedly deployed in the right superficial femoral artery. Per the indications section of the instructions for use (IFU) the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. Additionally the IFU states under the special patient populations section that the safety and effectiveness of perclose proglide smc devices have not been established in patient populations with access sites in the profunda femoris or superficial femoral arteries, or the bifurcation of these vessels. The other perclose proglide device, was filed under a separate medwatch manufacturer report.